Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device could not be powered on when they wanted to use it on a patient. The battery charge indicator in the device's readiness display showed 0 bars (empty). A back-up device was used on the patient (2 minutes delay); the patient had a non-shockable rhythm. The users had immediately provided the patient with manual CPR. There was no adverse patient outcome.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue; the device would not power on. The device was received with a completely depleted battery. With a known good battery, the device would power on, and shock defibrillation energy. The device's battery contacts were closely inspected with no discrepancies found. Proper device operation was confirmed through functional and performance testing. Following evaluation, the device was returned to the customer for use. The cause of the device not powering on was due to the battery being depleted. A conclusive cause of the battery becoming depleted could not be determined.